Manufacturer narrative:
A ge service representative performed an onsite investigation. The hand control, lever plugs and flip flop brake handle were installed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not perform fluoroscopy. No patient injury was reported.